Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during balloon dilatation the agiltrac device was inflated to 10atm and the balloon ruptured. Another agiltrac balloon was positioned at the target lesion and followed the same steps, but it also ruptured. Reportedly, both balloons were removed without incident and no adverse pt effect. The vessel and lesion characteristics such as calcification and tortuosity were not provided. It is unk if another balloon was used. Though requested, no add'l info was available.

Manufacturer narrative:
During processing of this complaint attempts were made to obtain complete event, pt and device info. The customer reported the devices were discarded. The lot number was not identified; therefore, a device history record review could not be performed. The second agiltrac lot number unk is being reported under the same MFR report number.